Event description:
An implant card was received on (B)(6) 2013 confirming that the patient underwent prophylactic generator revision (B)(6) 2012.

Event description:
On (B)(6) 2012 it was reported that the vns patient was referred for generator replacement surgery due to a battery life calculation of about 4 months remaining until eri=yes and an increase in seizure activity. The patient underwent generator replacement on (B)(6) 2012. The physician later reported that the increase in seizures was first observed on (B)(6) 2012 and the patient was admitted to the hospital on (B)(6) 2012. It was noted that the last system and normal mode diagnostics showed results within normal limits of dcdc=1/eri=no and dcdc=4/eri=no respectively. The physician then stated that the battery life calculation performed on (B)(6) 2012 resulted in 0 years remaining until eri=yes. The only intervention for the increase in seizures was to replace the patient's generator. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. The physician stated he has not seen the patient since the battery replacement surgery so he did not know if the patient's seizure frequency has since improved. Attempts were made for the return of the explanted generator were made but the facility appears to have discarded it as they did not have it any longer.